Event description:
Cutera trusculpt ID was done on side of legs and as a result of tech not listening to me (the patient) when telling the tech the machine was getting too hot. I incurred permanent 3rd degree burns and scarring as a result. 7 months later I am left with a horrible scar that has resulted in me having to cover up my body and constantly feel self conscious.